Manufacturer narrative:
Updated d9, g3. Updated h6: added medical device problem code a150101. Added type of investigation code b01. Code b15 was inadvertently entered and should be removed. Updated investigation findings code to c070601, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device was returned to w. L. Gore for investigation. The engineering evaluation of the returned device showed the following: the fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. The primary deployment line (pdl) was identified to be broken approximately 1 cm from the distal end of the endoprosthesis on the single stitch side. The primary deployment line that remained connected to the primary deployment knob measured approximately 96 cm. The observations of the device evaluation support the physician¿s report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded. The broken end of the pdl connected to the deployment knob and the broken end of the pdl attached to the stent graft and sleeve were investigated under magnification and scanning electron microscope (sem). The broken ends of the fiber appear to have experienced tensile forces and are not indicative of a cut. The evidence of rough edges and fibrilization are consistent with observations associated with tensile failure. Primary deployment not completing is likely due to the primary deployment line breaking. The deployment line appears to have broken due to tensile forces. The cause of the primary deployment line breaking could not be confirmed with the currently available information. Based on this investigation, there is no evidence to suggest a manufacturing deficiency. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The gore® tag® conformable thoracic stent graft instructions for use (IFU) states the following: "complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: access, delivery and deployment events (e.g. Access failure, deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty).

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The following investigation is planned: a review of patient imaging and product history records is underway. An engineering evaluation of the device (currently in transit) is planned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that on (B)(6) 2024, a gore® tag® conformable thoracic stent graft with active control system (tgmr313115e) was intended to be used for a tevar (thoracic endovascular aortic repair) procedure. The device was advanced to the correct position, while starting the deployment by turning the handle, the physician felt no resistance, the deployment line detached and was pulled out with the handle. Reportedly, the deployment line appear to be cut. The undeployed stent graft was extracted from the patient. A new device was used and the patient is fine, and the procedure finished with success.